Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during attempted implant of the lead it exhibited high impedance and low sensing values, even after trying different positions. Therefore, the lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyze. No anomalies were found. Blood/body fluid was found on the distal conductor (not obstructed) and the inner insulation was kinked buckled. Blood was found in/on the helix/lobe mechanisms, and tissue was seen on the helix. The lead appeared to have been to have been stretched and the lead exhibited apparent explant damage.